Event description:
Reportable based on the device analysis completed on 17feb2025. The 80% stenosed target lesion was located in the severely tortuous iliac vein. A 8.0 x80, 75cm charger balloon catheter was advanced for dilatation.during the procedure, the pressure pump was utilized to inflate the device to 10 atmospheres however, it failed to inflate. The physician subsequently withdrew the intact product from the patients body and replaced it with an identical device to successfully complete the procedure. There were no patient complications reported. However, the device analysis revealed a pinhole.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was noted located approximately 1mm proximal of the proximal markerband. The rated burst pressure for this device is 18 atmospheres. A visual and tactile examination found the shaft of the device to be kinked at more than one location. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.